Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint cc#(B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2017 and the patient was discharge home. The morning after the procedure the patient experienced heavy pains, chills and fever. The physician treated the patient with antibiotics (augmentin/5 days). We have been unable to obtain additional information surrounding this event.